Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bacterial infection and cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast reconstruction with unspecified mentor becker tissue expanders and experienced bacterial infection and breast cyst on the right side post-operational. As a result, the patient underwent device removal and replacement with a 550cc saline mentor cpx 4 breast tissue expander with suture tabs on (B)(6) 2019.

Manufacturer narrative:
The device reported in this complaint was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, events that involve these devices would not need to be reported as mdrs. This event was reported in error. Manufacturer¿s reference number: (B)(4).